Event description:
It was reported that this right ventricular lead exhibited a low out of range impedance measurement. Evaluation of the system was performed and no issues were discovered. Electromagnetic interference was suspected. No changes have been performed. This device remains in service. No further adverse patient effects were reported.